Manufacturer narrative:
Philips service sent the converter 8e velara part to the customer for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy and exposure were not possible due to a suspected converter defect on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.